Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5, h4 and h6 (device problem code). Device evaluation: the electrodes were returned to zoll medical corporation in their original packaging. The customer's report was observed during evaluation. When the pads were connected to a test device, an error was triggered indicated that the pads had been used even though were not opened and did not show a significant damage. The electrode pads were scrapped. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "pads used" message while using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.